Event description:
It was reported that the day following implant, the atrial lead had moved. The atrial lead was repositioned and the next day when the device was checked, a ventricular lead impedance warning was noted. Follow up information indicated that there was increased impedance possibly due to a loose connector. The lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.